Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Baseline transesophageal echocardiogram (tee) measurements and trace effusion was noted prior to start of the procedure. There were four attempts at groin access on the right side and one on the left with perclose deployments prior to the watchman fxd curve access system (was) insertion. The use of the perclose device failed, and a hematoma was noted at the groin site. The was and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was and successfully performed the transseptal puncture. Shortly after the pigtail catheter injection into the laa, the patient's blood pressure dropped. The physician continued the procedure and deployed the closure device in one attempt. The closure device met all release criteria and was successfully implanted in the laa of the patient. A pericardial effusion was noted, and the hematoma was growing. The physician performed a pericardiocentesis and drained 1 liter of dark red blood from the patient. The patient received a blood transfusion, and a stat ultrasound was performed in the procedure room before the patient was sent to have a stat computed tomography scan to rule out a retroperitoneal bleed. The patient was stable upon leaving the procedure room. No other complications have been reported to have occurred, and the patient is expected to make a full recovery.